Manufacturer narrative:
Device available for evaluation: pb1018, valve implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts were noted for low impedance on the right ventricular (rv) lead. It was also noted cardiac compass has invalid data. The lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.